Manufacturer narrative:
Service visited on (B)(4) 2011, and found excess liquid on caps from cap piercer. The field service engineer (fse) inspected hardware components. Waste valve was working and there was no visible damage to plastic or o-rings. The fse replaced a few hardware components. The fse primed the instrument 100 times and no leak was observed. The instrument resumed operation.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer stated the cap piercer is leaking auto gloss/wash concentrate solution at the wick/drain. The customer changed the wick but the leak continued. No injury was reported and there was no effect to patient or user.